Event description:
The customer reported that a pt death occurred, but did not have detailed info to provide.

Manufacturer narrative:
(B)(4): the customer reported that a pt death occurred, but did not have detailed info to provide. Based on the available info provided, during a transfer from a telebox to x2 beds, there was a lot of time that showed no data; customer stated, she does not know what happened or who the child was. However, what the customer did know was that a child did expire. Customer stated, it was just this one pt that they were unable to see at the tower once they took the child off the telebox to an x2 bedside monitor. The customer also stated yesterday that it was occurring with all the pts. Customer stated she was told that biomed was there yesterday to perform an upgrade and was unsure if the upgrade had something to do with the incident. The customer was unwilling to provide add'l info because she was not there at the time of the incident. There is no indication or allegation that there was any problem with real-time monitoring for any pt. The possible loss of retrospective data poses minimal health risk. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.